Event description:
On (B)(6) 2010, patient reported the down button on his infusion device stopped working. Patient stated he noticed the issue a couple of days ago. Patient reported the button still pushes in and pops out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.